Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the corrective action tracking system for the web ((B)(4)) database for the reported lot revealed no associated nonconforming material records (ncmr) or exceptions, indicating all lot release testing met specification. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in the mildly calcified brachial artery. The 5.0x40 mm fox cross balloon catheter was used for the shunt percutaneous coronary intervention. The balloon was inflated using a syringe; however, a pinhole rupture occurred during the second or third inflation. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.